Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beep tones due to high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Technical services (ts) recommended reprogramming the upper limit out of range shock impedance alert to 150 ohms, and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beep tones due to high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Technical services (ts) recommended reprogramming the upper limit out of range shock impedance alert to 150 ohms, and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported. According to additional information, there was a gradual rise of the shock impedance values of this rv lead for over three years. No adverse patient effects were reported. Currently, this lead remains in service.